Manufacturer narrative:
This report is being submitted to relay additional information. The following information is being submitted: b4: 22 nov 2019. B5: no new information to report. D4: expiration date: 24 may 2023. UDI: (B)(4). G4: 25 oct 2019. G7: follow up. H1: serious injury. H2: additional information, device evaluation. H3: yes, evaluation summary attached. H4: 24 may 2018. H6: method, results, conclusion codes. H10: manufacturer narrative. The reported device was received for evaluation. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. The reported condition of infection and bone loss could not be confirmed. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported events were noted as part of the DHR. A complaint history review was completed for the reported device lot for similar events and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No new information to report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that the patient had peri implantitis. The implant was subsequently extracted. The patient was given antibiotics and the site grafted and left for healing.